Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Other text : device evaluation anticipated, but not yet begun.

Manufacturer narrative:
The reported event of a device reset was confirmed in the laboratory. The cause of the device reset was due to the timing of signals internal to the device. The device image indicated that the device detected fib, charged, delivered several therapies and depleted the battery voltage. The battery voltage was at 2.2v upon receipt and lifetime charging history had 175 charges. During testing, the device behaved normally, no high current was detected, and the power consumption of the device was normal.

Event description:
It was reported that the patient received multiple shocks. Interrogation showed the device in back-up vvi reset mode. The patient has a history of vt/vf episodes. The device was explanted.